Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 51.0cm was returned for analysis. External insulation abrasion was noted at 24.4-25.5cm, 45.5-46.4cm, and 45.7-46.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted due to suspected externalized conductors. No further information is available.